Manufacturer narrative:
Findings: pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Pump was monitored. No failed battery test alarms or unexpected battery out limit alarms noted. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted on pump assy.

Manufacturer narrative:
The pump passed the dat test. The motor was tested outside of the device and it passed.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose of 44 mg/dl. The customer stated that they had a low glucose attack saturday and then the next day they passed out at a store. The customer was hospitalized that sunday on (B)(6) 2015 at 3 or 4 pm. The customer felt disoriented, but details of treatment were not provided. The customer stated that they had a cat scan in which the insulin pump may have been exposed to a magnetic field. The customer also received a failed battery test, a battery out limit, and a delivery anomaly on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.